Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device ak6524 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/11/2020. Additional h3 investigation summary: an opened overwrap packet with an opened folder, a needle piece and a needle/suture piece of product code 13502, lot # ak6524 were returned for evaluation. During the visual inspection of the sample, the needle was received broken in two section, swage area attached to suture piece and a needle piece, no needle pull of was noted. Due to condition of the broken needle, additional evaluation is necessary to determine the assignable cause. Additional evaluation: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a mini-lifting procedure on (B)(6) 2019 and suture was used. The needle detached from the suture when piercing the tissue. There were no adverse patient consequences reported.